Manufacturer narrative:
A ge service rep evaluated the system and replaced the left monitor. The system operates as intended.

Event description:
The customer reported the system would not display an image on the left monitor. No pt injury was reported.